Event description:
The customer reported the system will not boot up. There were also interlock errors present on the system.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep repaired the interlock connection on the battery charger. He cleaned contacts on relay k2. He recommended that the customer replace the c-arm battery pack. The unit is operating as intended.